Event description:
As it was reported by the affiliate via email: during an angioplasty procedure, using a 3.00 x 28mm cypher select plus, the device was inserted into the lesion in order to be inflated and implanted. The surgeon realized that it was not possible to properly inflate the balloon as there was a crack in the hub. The system was retrieved and the procedure was completed with another stent. No anomalies were noted when the device was taken out of the package. There was no difficulty flushing the stent delivery system. There was no difficulty connecting the hub to the indeflator. The device was not torqued or steered by the hub.

Manufacturer narrative:
This device crb 28300 (lot 14074039) is distributed outside the united states; however, it is similar to the united states product cxs 28300. Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.